Manufacturer narrative:
This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21, with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results for a 24-year-old male patient. The patient, previously healthy, presented to the emergency department on (B)(6) 2024, with intermittent precordial pain without irradiation. Based on clinical findings, ECG, and echocardiogram, he was diagnosed with myopericarditis. The patient was started on acetylsalicylic acid (asa) and colchicine, which he continues to take. The following data were provided: customer¿s reference range: < 34.2 pg/ml (B)(6) 2024 alinity I stat high sensitive troponin-I result = 210.8 pg/ml. (B)(6) 2025 alinity I stat high sensitive troponin-I result = 129.7 pg/ml . (B)(6) 2025 alinity I stat high sensitive troponin-I result = 102.8 pg/ml (also sent to external lab). External lab results: troponin t (roche ctnt) = 0.014 g/l (reference range </= 0.014 g/l). Troponin I (roche ctni) = 0.104 g/l (reference range </= 0.160 g/l). (B)(6) 2025 alinity I stat high sensitive troponin-I result = 67.1 pg/ml a morphological and functional cardiac MRI was performed on (B)(6) 2025, but the results were not yet available. It is unknown if IV contrast was administered. The patient is currently doing ok and have been without symptoms since december. Additionally, interference tests on the serum from (B)(6) 2025 indicated no rheumatoid factor (rf) and normal bilirubin level. Update: on 22apr2025, the customer provided additional information. The customer stated the alinity I stat high sensitive troponin-I result from (B)(6) 2024 was generated using reagent lot number 67386ud00. There was no further impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a field data review, and a labeling review. Additionally, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and supported the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 67386ud00. A review of tracking and trending for the alinity I stat high sensitive troponin-I assay (list number 08p13) did not identify an increase in complaint activity related to the complaint issue. A review of the device history record did not identify any non-conformances or deviations with lot number 67386ud00 and the complaint issue. The overall performance of the alinity I stat high sensitive troponin-I reagent lot 67386ud00 was reviewed using field data from customers worldwide. The median value for the complaint lot is within the established limits and comparable to the historical reagent lot performance. In addition, due to the elevated complaint activity for lot 67386ud00, in-house testing of a retained reagent kit of the complaint lot 67386ud00 was performed. All specifications were met indicating that the lot is performing acceptably. A review of labeling was performed and found to sufficiently address the customer¿s issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I stat high sensitive troponin-I reagent, lot number 67386ud00.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I results for a 24-year-old male patient. The patient, previously healthy, presented to the emergency department on (B)(6) 2024, with intermittent precordial pain without irradiation. Based on clinical findings, ECG, and echocardiogram, he was diagnosed with myopericarditis. The patient was started on acetylsalicylic acid (asa) and colchicine, which he continues to take. The following data were provided: customer¿s reference range: < 34.2 pg/ml. On (B)(6) 2024 alinity I stat high sensitive troponin-I result = 210.8 pg/ml. On (B)(6) 2025 alinity I stat high sensitive troponin-I result = 129.7 pg/ml. On (B)(6) 2025 alinity I stat high sensitive troponin-I result = 102.8 pg/ml (also sent to external lab). External lab results: troponin t (roche ctnt) = 0.014 g/l (reference range </= 0.014 g/l). Troponin I (roche ctni) = 0.104 g/l (reference range </= 0.160 g/l). On (B)(6) 2025 alinity I stat high sensitive troponin-I result = 67.1 pg/ml. A morphological and functional cardiac MRI was performed on (B)(6) 2025, but the results were not yet available. It is unknown if IV contrast was administered. The patient is currently doing ok and have been without symptoms since (B)(6). Additionally, interference tests on the serum from (B)(6) 2025 indicated no rheumatoid factor (rf) and normal bilirubin level. Update: on 22apr2025, the customer provided additional information. The customer stated the alinity I stat high sensitive troponin-I result from (B)(6) 2024 was generated using reagent lot number 67386ud00. There was no further impact to patient management reported.